Manufacturer narrative:
It was reported there was a "weird fiber" visualized through ice ultrasound on one of the pentaray nav high-density mapping eco catheter splines, while in the left atrium,. The pentaray catheter was removed from the body, and it was confirmed that there was a fiber present on one of the splines, that seemed to be attached to either one of the electrodes on the spline, or the spline itself. The pentaray catheter was replaced and the issue resolved. The procedure continued and there was no patient consequence. On 15-oct-2021, biosense webster inc. (Bwi) received additional information about the event. It was confirmed that the pentaray nav high-density mapping eco catheter was used in the patient but removed when the fiber was seen on ice. The sheath used was a vizigo sheath small curve 8.5 french. The physician did not feel any resistance while introducing or retracting the catheter from the sheath and an insertion tool was used during the procedure. Device evaluation details: on 6-oct-2021, the complaint product was returned to biosense webster inc. (Bwi) for evaluation and the evaluation has been completed. Bwi conducted a visual inspection of the returned device. Visual analysis of the returned product revealed that no damage or anomalies were observed on the pentaray® catheter. A manufacturing record evaluation was performed for the finished product batch number, and no internal actions were identified. As part of bwi¿s quality process all products are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the as the product performed without any issues. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 1-oct-2021, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Event description:
It was reported that a patient underwent a persistent atrial fibrillation (afib) ablation procedure with a pentaray nav high-density mapping eco catheter and an issue of foreign material was encountered. Here was fiber visualized on a spline. It was reported there was a "weird fiber" visualized through ice ultrasound on one of the pentaray nav high-density mapping eco catheter splines, while in the left atrium,. The pentaray catheter was removed from the body, and it was confirmed that there was a fiber present on one of the splines, that seemed to be attached to either one of the electrodes on the spline, or the spline itself. The pentaray catheter was replaced and the issue resolved. The procedure continued and there was no patient consequence.